Manufacturer narrative:
The surgery was extended by 35 minutes as a result of the cage breakage.

Event description:
The tlif cage broke when being maneuvered into position after the cage was initially inserted through the anterior portion of the disc. It was reported that the cage sheered off in half as the surgeon was pulling back on the inserter. After several attempts, the 2 pieces were removed. A second cage was successfully inserted. No patient harm was reported and the surgery was able to be completed without further incident.